Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable extended life pulse generator was suspected to be depleting prematurely due to a remaining longevity of 10 months at 7 years of implant time. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, an alert had been triggered for right ventricular intrinsic amplitude out of range. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported.